Event description:
The customer reported that the system shut down and froze during procedures. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced. The system was then found to be operating as intended.